Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: patient identifier is added. Report type is updated. Outcomes attributed to adverse event is updated. Date of this report was updated. Describe event or problem is updated. Lot number is added. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device manufacturer date was updated. Narrative/data was updated.

Event description:
It is reported that the fractured implant tsvwb11 remains in patient's mouth.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date was added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of a fractured implant was not confirmed. Since product has not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. The device shows significant signs of wear and damage at the drive feature, and fracturing at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the fractured implant tsvwb11 has now been removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID, age, and weight not provided / unknown, event date not provided / unknown, device lot number not provided / unknown. Additional 510k number: k013227. Device not returned.

Event description:
It was reported that the implant fractured and had to be removed. Site was grafted and the patient will return.